Event description:
It was reported that the bd smartsite¿ needle-free connector was blocked. The following information was provided by the initial reporter, translated from chinese: "when using the needle-free closed infusion connector, it was found that the unused needle-free closed infusion connector was blocked and could not be used normally."

Manufacturer narrative:
2000e china 510k: this is an international code - the model#/catalog# identified in section d4 is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in section g5 is for the domestic similar product: k960280. Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22015485. The feedback provided by the customer indicates a complete occlusion was detected when attempting to prime the smartsite component, as no fluid was able enter the device. The customer also confirmed the connecting product was a 5ml bd posiflush syringe. As part of the feedback, the customer provided a video of their experience; analysis of the video confirms their experience of occlusion, as in the video the customer is attempting to prime the smartsite component using a 5ml bd posiflush syringe, however no fluid was able to flow into the device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015485 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample and connecting product were not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.